Manufacturer narrative:
(B)(4). Follow up a photo of a 1 ml ll syringe was reviewed, showing a fully assembled loose syringe with no visible defects. A physical sample would be needed to complete a more detailed evaluation. Based on the description provided, the concern appears to involve the absence of a stop ring on the plunger rod' however, according to the applicable product specification, this syringe model is not designed to include a stop ring. As the lot number was not provided, a device history record (DHR) or quality notification (qn) review could not be performed.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the intiial reporter: material # unknown. Batch # unknown. Rcc received a complaint via email. Em the complaint (B)(4), received on 29 sep 2025 below for notification purposes: description of event: the medication was in the act of being drawn up when the plunger came out thus spilling some medication out of the vial.